Event description:
A patient reported to baxter an issue of damaged minicap found during priming. The patient stated that the povidone sponge came out of the minicap. There is no patient injury or adverse event reported with the issue.

Manufacturer narrative:
(B)(4). This complaint for damaged was confirmed. The visual evaluation confirmed that the minicap sponge came out from the minicap. The results of drop test indicated that careless loading and unloading caused sponge dislodged. The root cause was mishandling during distribution. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter will continue to monitor similar reports to determine if further actions are required. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample has been received by baxter, and the evaluation has not yet been completed. Since the lot number is known, batch review will be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.